Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the nozzle could not be determined since whether reprocessing was practiced in accordance with instructions for use was unknown and the residue point was confirmed to have been free from deformation (no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to deformation of upward/downward angulation control knob, water tightness was lost, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, universal cord was dirty due to water leakage, adhesive on bending section cover had a chip, control unit had discoloration, adhesive around light guide lens was peeled, connecting tube had a wrinkle, connecting tube had a dent, scope cover unit was dirty due to water leakage, suction connector was dirty due to water leakage, switch box, bending section cover, control unit, right/left knob, upward/downward angulation control knob, forceps lever knob, switch#1, scope cover, grip, forceps lever, universal cord, protector of universal cord on control section side, suction connector, scope cover, connecting tube, universal cord, bending section cover and protector of universal cord on control section side all had a scratch. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, if there was any delay in the start of the pre-cleaning, it is unknown if the air/water nozzle was flushed with air and water, if the nozzle was cleaned with lint-free cloths/brushes/sponges and if the air/water nozzle was flushed with detergent solution. It is also unknown if there were any abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.